Manufacturer narrative:
The account isolated the issue to the main control board, but parts are obsolete for this bed. The model 720 bed was last mfg 03/1983.

Event description:
The account stated the head section moved unintentionally, and when he presses the head up switch the head will run down and when he presses the head down switch the head will run up.